Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's caretakers reported a sudden loss of hearing performance on the right side implant. No trauma is reported. No visible swelling or redness over the implant site. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. However, one short circuit was already present prior to the complete loss of sound, due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient's caretakers reported a sudden loss of hearing performance with the implant on the right side. No trauma was reported. No visible swelling or redness over the implant site was noted. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely as a sudden loss of sound was reported. However, one short circuit was already present prior to the complete loss of sound, due to undetermined reasons. To determine an exact root cause a device investigation of the explanted device is necessary. No further information has been received, despite requested.

Event description:
Recipient's caretakers reported a sudden loss of hearing performance on the right side implant. No trauma is reported. No visible swelling or redness over the implant site. Reimplantation is considered but no date has been scheduled yet.